Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The patient had other episodes of the same rhythm that were detected in the monitor only zone. At this time, this crt-d was reprogrammed and remains in service. There were no adverse patient effects reported.